Manufacturer narrative:
E1 (B)(6).

Event description:
Philips received a complaint from customer biomed reporting a touchscreen malfunction on the v60 ventilator. The device was not in clinical use. There was no report of harm, nor patient impact reported. The device did not meet specifications for intended use and was removed from service. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp restarted the device, but the problem persisted. The asp replaced the touchscreen to return the device to full functionality.

Manufacturer narrative:
Additional information was provided by the authorized service provider. The asp reported that the specific type of malfunction was an unresponsive touchscreen. The problem was diagnosed through testing the unit. The failed component was returned for analysis. At this time, the defective component has not been received for failure analysis. Further evaluation will be performed once the component is received, and an additional report will be submitted.